Manufacturer narrative:
Unit received with critical pump error; open book and pump error 35 noted in alarm history due to moisture damage noted on force sensor. Unit received with moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Unit received with cracked reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, cracked lcd window and peeling keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Insulin pump was returned with no authorization. Insulin pump was sent for failure analysis and it was found that insulin pump had moisture damage which caused pump error 35.